Manufacturer narrative:
Employee reporting discomfort at the incision site and the implanting clinician referred the patient to wound care. The patient is currently doing better and is still under wound care. No explant/revision is scheduled at this time. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, implanting a non-sterile device, not using antibiotics, not prepping the skin, patient engaging in strenuous activities, patient touching the wound, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the clinical representative stated the implanting clinician might not have irrigated the site before closure which may have contributed to the occurrence. The physician also reported the patient had very elastic skin which made it a more difficult closure. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the issue is likely due to patient is a poor candidate due to health, weight, age, or mental capacity and the clinician knowingly implanting the device (user error-clinician).

Event description:
Patient reported pain at the incision sites, where both incisions are still healing.